Event description:
The healthcare professional reported that during a primary balloon sinuplasty (bsp) on (B)(6) 2023, the following procedures were performed: right maxillary antrostomy, sphenoidotomy, and frontal tissue removal, it was reported that the more posterior the disposable devices were in the sphenoid, the less accurate the devices were displayed on the trudi system. The issue occurred with two (2) different 0-degree suction devices (tdns000z / lot#: unknown), and a 70-degree trudi probe (tdp0705z / 210921b-pc). It was reported that the devices were accurately displayed on the trudi system when they were in the posterior nasopharynx. The procedure was continued without resolution. There was no patient injury reported. On 23-feb-2023, additional information was received. The information indicated that there was no error message displayed on the trudi system monitor when the inaccuracy issue was noted. The icon on the trudi system was green for all three (3) devices when the accuracy issue was observed. The devices were ¿all accurate everywhere except the posterior sphenoid. They were even accurate in the posterior nasopharynx.¿ the devices were reportedly plugged in after using the registration probe the first time. It was reported that ¿we re-registered the patient and some devices were plugged in already but we probably plugged new ones in after the second registration to check those for accuracy to see if it was a device or nav problem.¿ the patient tracker did not move and the patient tracker cable was not under tension in relation to this event. Computed tomography (CT) image was used as the primary image; more than one CT scan was not attempted to be used with one device. The inaccuracy was determined by the image on the screen the physician touched the posterior wall of the sphenoid. ¿it should have registered it on the image as the back of the wall on the screen but it looked like we were in the middle of the sphenoid. It was at least a cm off. This exact thing happened in another case with this same trudi.¿ no ferromagnetic material was placed within the trudi zone. The crosshairs did not turn yellow. The emitter pad was not moved and the patient did not move. The serial number of the trudi system was included with the information: 100080. The software version is confirmed 2.1 (full code unknown). Based on the additional information received on 23-feb-2023, when the accuracy issue was observed, the icon on the trudi nav system was green for all three devices, the event has been determined to be usfda reportable under title 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3005172759-2023-00013, and 3005172759-2023-00014. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.